Event description:
During preparation for a coronary drug eluting stenting treatment procedure, a shaft fractured occured. During preparation of the 2.50x12 mm taxus express2 drug eluting stent, the physician attempted to pull the mandrel and protector off of the device. When he did this he pulled the whole distal shaft off of the main shaft. The device was not used. The procedure was completed with another taxus stent. No pt complications were reported.